Event description:
The customer reported that the prime switch does not function on the thermogard xp ivtm system (sn (B)(4)). The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported that "the prime switch does not function on the thermogard xp ivtm system (sn (B)(4))" was not confirmed during the functional testing. The thermogard system passed the testing, and no malfunction was observed on the functionality of the prime switch. The thermogard system functioned as intended. There was no physical damage observed during the visual inspection. The thermogard system passed the functional testing without any error. The prime switch was checked, and no malfunction was observed. Following service and customer requested annual preventive maintenance (pm), the thermogard system passed the final functional test, calibration test, and electrical safety test without any error.